Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted following middle ear surgery. The electrode lead was reportedly damaged during middle ear surgery. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. Correction information: section a.1. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the electrode was exposed in the open mastoid cavity. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026. The explanted device was received at the company on (B)(6) 2026. The recipient was successfully activated. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.